Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR. Report: 1627487-2013-21176, 21178. It was reported the pt underwent surgical intervention due to experiencing pain at the ipg site. As a result, the ipg pocket was made deeper. Additionally, during the ipg site revision, the pt's scs leads were tested which indicated unintended belly and chest stimulation through multiple electrodes. Subsequently, the physician repositioned the leads which resolved the issue.